Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle. An inspection of the eeprom (erasable programmable read only memory) found several motor failure related error codes. When the handle was powered up, solid blue lights were displayed as described by the account. The reported condition was confirmed. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a sleeve gastrectomy, the powered handle could not recognize the adapter and blue status lights illuminated. The patient was not injured. No known adverse events were reported.